Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 10: 00 am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 53mg/dl. A normal blood glucose reading for that time of day is usually around 120mg/dl. About 10 minutes after testing the end-user stated that her family was unable to wake up and was unable speak and was acting as if her blood sugar was really low. Caller stated that her family tested her blood glucose with her prodigy meter 3 more times and they received results of 86mg/dl, 134mg/dl, 133 mg/dl. She then stated that her family called ems. There was no food or medication taken while waiting for ems to arrive. She stated that she did have a soda prior to feeling sick. Caller does not recall how long it took ems to arrive but states that there was about 10-20 minutes between testing with her prodigy meter and the ems' meter. When ems arrived they tested the end-user with their meter and received a result of lo. Caller stated that the ems gave her a glucose IV to raise her blood sugar. The end-user was not transported to the hospital. Ems were from the (B)(6) fire department located at (B)(6). Caller did not recall what her blood glucose was prior to the ems leaving her home. No additional information was provided.